Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had not used their ins in 4 years because it didn't work. No symptoms were reported. No further complications were reported/anticipated.